Event description:
A 3.0 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an lad lesion. The vessel morphology had little tortuosity with calcification. The lesion was pre-dilated with a 2515 sprinter. It was reported that the lesion site was located past a previously deployed driver stent; which was implanted three weeks earlier. The physician was unable to cross the lesion; upon attempting to remove the sds, the stent dislodged when it caught on the previously deployed stent. A sprinter balloon was inserted into the stent and inflated to grab and remove the stent. The target lesion was treated with three stents from another manufacturer. No clinical sequelae were reported and the pt is fine.